Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) reporting that the cause of being unable to aspirate the catheter was not able to be determined during surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) unknown concentration at 2 mg/day via an implantable pump for unknown indication for use. It was reported that the patient's relief was not consistent (decreased pain relief). Managing physician had been increasing doses. No environmental/external/patient factors that may have led or contributed to the issue were noted. A dye study was attempted but could not aspirate. The hcp decided to replace entire catheter to be sure therapy was successful. The issue resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history were asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# h846965909 serial# implanted: (B)(6) 2013 explanted: (B)(6) 2024. Product type catheter p roduct ID 8578 lot# hg6uxwg01 serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6); ubd: 24-oct-2014, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(6) ubd: 09-feb-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.